Manufacturer narrative:
It was reported to intuvie that the device would not power on. The device was returned for evaluation, and during testing, the pump failed the 30 psi occlusion test, recording a pressure of 13.4 psi, which is outside the acceptable range of 22 to 38 psi. The device also failed the ground resistance test with a measured resistance of 0.120 ohm. A review of the device¿s serial number history did not identify any similar complaints. Both failure modes were confirmed. The probable cause of the failed ground resistance test is most likely related to a component issue. The probable cause of the failed 30 psi occlusion test is most likely due to an out-of-calibration condition. CAPA-zm2023-23 was initiated to investigate the root cause for the occlusion test failure mode. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that the device would not power on. The device was returned for evaluation, and during testing, the pump failed the 30 psi occlusion test, recording a pressure of 13.4 psi, which is outside the acceptable range of 22 to 38 psi. The device also failed the ground resistance test with a measured resistance of 0.120 ohm. No patient involvement was reported.